Event description:
It was further reported that the patient was struggling with respiratory failure and pneumonia, and the patient elected to deactivate the vad and then subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been update with the additional information that the patient has expired. The outcome attributed to adverse event has been updated to death, the date of death was added, and the type of report (h1) was updated to death. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately two weeks prior to the patient¿s death, the patient reported that the ventricular assist device (vad) exhibited low flow alarms and was asymptomatic except for transient lightheadedness. The patient had been in a recent hemodynamic ramp study during which vad speed was increased from 2560 to 2640. The patient had been off diuretics for approximately two weeks prior to the death. During admission to the hospital, the patient was hemodynamically stable, and their pro-brain natriuretic peptide (bnp) decreased from prior. The patient¿s mean arterial pressure (map) was 82-92 and hypertension was determined to be etiology. Of note, the patient¿s beta blocker and antihypertensive medication were increased.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Corrected sections: - b1 adverse event or product: corrected from adverse event to "adverse event & product problem" - b5 desc evt problem: corrected to include additional adverse event experienced by the patient, diagnosis performed and product malfunction exhibited - h6 patient codes (ime/annex e), device codes (fdd/annex a), img (annex g) component: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event and malfunction. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files were not available for analysis. Information received from the site indicated that the patient was admitted with shortness of breath and fever. A computerized tomography (CT) scan of the chest showed progressive multifocal infiltrates. The patient's oxygen requirements steadily increased until the patient required mechanical ventilation. The patient had a presumed pneumocystis pneumonia. The patient was treated with intravenous (IV) antibiotics and the patient's steroid dose was increased from their standard daily dosing. Additional information from the site indicated that the patient was struggling with respiratory failure and pneumonia, and the patient elected to deactivate the vad and then subsequently expired. The patient had been off diuretics for approximately two weeks prior to the death. During admission to the hospital, the patient was hemodynamically stable, and their pro-brain natriuretic peptide (bnp) decreased from prior. The patient¿s mean arterial pressure (map) was 82-92 and hypertension was determined to be etiology. Of note, the patient¿s beta blocker and antihypertensive medication were increased. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection, respiratory dysfunction, hypertension, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: h6 patient code. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted with shortness of breath and fever. A computerized tomography (CT) scan of the chest showed progressive multifocal infiltrates. The patient's oxygen requirements steadily increased until the patient required mechanical ventilation. The patient had a presumed pneumocystis pneumonia. The patient was treated with intravenous (IV) antibiotics and the patient's steroid dose was increased from their standard daily dosing. Additional information from the site indicated that the patient was struggling with respiratory failure and pneumonia, and the patient elected to deactivate the vad and then subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.